Event description:
A (B)(6) female patient contacted zoll customer support to report that the monitor's response buttons were not responding. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons are not responding) has been confirmed. Upon evaluation, the front response button was intermittent in function. The root cause for the intermittent response button cannot be positively identified. No adverse event resulted from the intermittent response button. The patient received a replacement monitor.